Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26724809. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised due to an unknown reason.

Manufacturer narrative:
No device or photos were provided for review; therefore, the condition of the device is unknown. The part and lot numbers of the devices are unknown. The device history records and complaint history could not be reviewed. The device was used for treatment. Compatibility of the construct could not be verified as the part and lot information were not provided. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.